Event description:
It was reported to philips that the system was unable to power on. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. Upon troubleshooting, fse found that the system cannot be shut down from either the control room or the m cabinet. Fse found that mpdu controller issue. To resolve the issue, fse replaced the mpdu controller. The defective mpd control unit was returned to philips for failure analysis and signs of burn or heat spots were found by visual inspection and the failure was confirmed. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.